Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case closed. (B)(4).

Event description:
It is reported that stem was loose (unk MFR). Also a subluxation of the implant is reported. Repositioning of the stem and the replacement of the insert and ball head. The insert involved is the trident x3 ((B)(4) lot. 34896001) (B)(4). No info regarding the stem that was not replaced.